Event description:
It was reported the right and left ventricular leads had dislodged or "pulled back." The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196-88 implantable pacing lead, implanted: (B)(6) 2014; 5076-45 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).